Event description:
Patient was injected with radiesse dermal filler in the dorsal hands. Ten days later, her hands started swelling, bruising, and has pain up her right arm.

Manufacturer narrative:
Patient was injected in the dorsal hands with radiesse dermal filler, ten days later her hands started swelling, bruising, and has pain up her right arm. Initially, it was not thought the patient did not have an infection but was prescribed keflex and a medrol dose pack and did not have improvement. The patient than developed chills and fever and was prescribed augmentin 200 mg po, bid and to use warm moist compresses. Patient was diagnosed with a cellulitis or a staph infection. It was determined with the new diagnosis that an MDR needed to be filed with the FDA. Injection in the dorsal hands is an off label use.